Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported on (B)(6) 2011, the patient sought treatment for low back pain that radiated to the hip, groin area, and right lower extremity with numbness in multiple areas of the leg. On (B)(6) 2011, patient underwent following procedures: l5-s1 lumbar laminectomy, right side; l5-s1 interbody fusion using auto and allograft; transforaminal lumbar interbody fusion using auto and allograft; placement of transforaminal lumbar interbody cage, l5-s1; "posterior spinal instrumentation using pedicle screws and at l5-s1"; and posterior spinal fusion using autograft and allograft. Rhbmp-2/acs and puregen were also implanted. Post-op, on an unknown date, patient reported continued neck, hip and bilateral leg pain along with numbness and sought treatment with pain management. Patient also alleged sustaining severe and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with CT exam of lumbar and thoracic spine without contrast due to low back pain and leg pain. Impression: moderate to marked discogenic degeneration at l5-s1 with prominent disc spur complex resulting in moderate bilateral foraminal narrowing, mild central canal stenosis, and some mild displacement of the traversing s1 nerve roots, but no high grade neural compression. On (B)(6) 2011 the patient was presented for office visit with pain in the lower back with pain in the lower back with pain going to the hip, into the groin area, pain going down the right leg and multiple areas of the leg that are numb, especially in the l4 and l5 distribution. Walking became very difficult. The patient reported the l4-5 and l5-s1 area as the site of the pain with pain shooting down both legs, both in the calf and in the foot area. Impression: 1) lumbar spinal stenosis associated with lumbar spondylolisthesis l5 on s1. 2) progressive and severe symptoms of neurogenic claudication. 3) back pain with severe radicular pain predominantly on the right side but also on the left side in the l5 and the l4 distribution. 4) very significant functional impairment. 5) anterolisthesis of 4.5 mm at the l5 on s1 level. 6) central stenosis and bilateral advanced foraminal stenosis at l5-s1. 7) right sided severe foraminal stenosis at the l4-5 level. 8) failure of conservative treatment for many moths at this point. On (B)(6) 2011 the patient was presented for office visit with low back and leg pain. The patient reported significant numbness and weakness in the right lower extremity. Assessments: 1) lumbar radicular pain secondary to spinal stenosis.2) lumbar degenerative disc disease. On (B)(6) 2011: patient presented with following pre-op diagnosis: 1. L5-s1 degenerative disk disease. 2. Degenerative spondylolisthesis. 3. Severe spinal stenosis. 4. Right-sided severe radiculopathy. Patient underwent following surgeries: 1. L5-s1 lumbar laminectomy. 2. Interbody fusion using auto and allograft. 3. Transforaminal lumbar interbody fusion using auto and allograft. 4. Placement of transforaminal lumbar interbody cage, l5-s1. 5. Posterior spinal instrumentation using pedicle screws. 6. Posterior spinal fusion using auto and allograft l5-s1. Patient underwent fusion surgery using rhbmp-2/acs. Patient tolerated the procedure well with no complications. On (B)(6) 2012 the patient was presented for office. Diagnosis: status post right-sided transforaminal lumbar interbody fusion, l5-s1, with bilateral foraminotomy, lumbar laminectomy, about four months ago. X rays of the lumbar spine was reviewed which showed the previously placed tlif with screws in l5 and s1. Flexion/extension images showed mild listhesis at the l4-5 level. On (B)(6) 2013: patient presented with a follow-up visit for abscess on right buttock and sepsis. Patient underwent review of systems which revealed dizziness, by numbness, back pain and muscle pain. On (B)(6) 2013, (B)(6) 2014, the patient was presented for office visit with low back pain. Pain was radiated to the bilateral legs. Assessments: post laminectomy syndrome of lumbar region, displacement of lumbar intervertebral disc without myelopathy, lumbosacral spondylosis without myelopathy, sacroilitis. On (B)(6) 2014 the patient was presented for office visit with low back pain. Pain is radiated to the left hip and left leg. Assessments: failed back syndrome. On (B)(6) 2014 the patient was presented for office visit with low back pain. Assessments: herniated disc. On (B)(6) 2014 the patient was presented for office visit with low back pain. Assessments: herniated disc, depression. On (B)(6) 2014 the patient was presented for office visit with low back pain. Pain is radiated to the bilateral legs. Assessments: herniated disc, hypertension. On (B)(6) 2014 the patient was presented for office visit with low back pain and abdominal pain. Assessments: herniated disc, chronic pancreatitis. On (B)(6) 2014 the patient was presented for office visit with low back pain. Pain is radiated to the bilateral lower extremity. Assessments: herniated disc. On (B)(6) 2015 the patient was presented for office visit with low back pain. Assessments: 1) herniated disc. 2) lumbosacral arthritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.